Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Console logs were consistent with what was reported in the complaint. Device analysis: the console was sent back for further investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Root cause: the purge disc flag was observed to be broken and was the root cause of the console's inability to detect the purge disc. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console.

Manufacturer narrative:
Additional information was received on march 11, 2026. Codes added: hemodynamic instability (e2343), device revision or replacement (f1905). Codes removed: no signs, symptoms or patient involvement (e2403), no patient involvement (f2601). Clinical assessment: there is notation of use in the cathlab and another deivce was used. Engineering assessment: no case is linked to this complaint but in the ci, it states "complaint discovered during - use-cathlab" and "successful, other device" as the complaint procedure outcome, so device revision or replacement should be added as a patient outcome code.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section a is unknown. Section e initial reporter is unknown.

Event description:
The complainant reported that the purge disc reader on automated impella controller was not functioning. No further information was available at the time of reporting.